Event description:
During surgery, patient started bleeding while tourniquet (#43934) pressure was on at 240mmhg. After switching the red tourniquet cords to the blue tourniquet cords, bleeding stopped.